Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device beeps but and doesn't produce sound. There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received in good condition; it had no cosmetic damages or removed tamper seals. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. Investigation confirmed the customers problem with the piezo being distorted; there was no sound. The piezo as replaced.